Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash under the therapy electrodes. They were described as red blisters that did open. There was no alleged device malfunction contributing to the irritation. Blisters were bandaged by a wound specialist and cream was applied by nurses. Follow up indicated that the irritation has improved.